Event description:
A 41 yr old white g4p4 female status post bilateral subglandular inframammary 330cc surgitek gels for augmentation 4-29-87. She had some encapsulation which was treated by closed capsulotomy in '91. MRI indicated lt rupture. Bilateral ruptures were found & cleaned out w/replacement w/420cc salines (unk type) on 12-28-94. Severe, painful rt & lt encapsulation. Arthralgias, morning stiffness, myalgias, paresthesias, spasms, sore throat, headaches, temporomandibular joint disease, dizziness, memory loss, visual changes, sensitivity to sun/cold, raynaud's, shortness of breath, choking sensation, weight gain, & genitourinary disturbances.